Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted procedure, the medium-large clip applier instrument did not apply the clips when loaded. The clips also were not being applied properly or closing shut. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure while the surgeon was attempting to clamp on a vessel/tissue bundle. A backup clip applier instrument was used to continue the procedure. The customer completed the procedure with no injury to the patient.